Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.